Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to recharge their scs system and as a result the ipg would no longer communicate with any external devices. Reportedly, the ipg was inoperable. As a result, surgical intervention is pending to address the issue.

Event description:
It was reported surgical intervention was undertaken wherein the ipg was explanted due to the reported issue.